Manufacturer narrative:
Result and conclusion: installation of an incorrect footboard to bed.

Event description:
It was reported by service report that the bed exit would not arm or disarm. It is unk if there was pt involvement. However, no adverse consequences were reported.